Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.